Event description:
Complainant alleged that while transporting a pt (age and gender unknown). The pt was defibrillated eight times using device. The pt received burns from the device. The pt was "doa" on arrival at the hosp. The complainant indiacted that the death was not attributable to the device.